Event description:
The law enforcement officers were not called after blood was lost due to the unnecessary and or fraudulent installation of surgical gut chromic suture, I. E. As occurs in abdominal assault victims. No arrests made. I'll email below an attachment two pages report of brief and general complaints associated with (B)(6) hospital case number (B)(6), myself pt report (B)(6), previous admission at birth, (B)(6) 1964, admitted (B)(6) 1971, discharged (B)(6) 1971. My mother, (B)(6), telephoned dr. (B)(6). Phys. Lic number (B)(6), after I briefly passed out from an oven gas leak, however, immediately regained consciousness and in my opinion did not need hospitalization, experiencing no abdominal discomfort. (B)(6). Lic. Number (B)(6) operated on my lower right quadrant of my abdomen (B)(6) 1971. A black, (B)(6), sneaker lace was used as the outer tie or stitching material. Heavy tie chromic was noted as used in tying in the two page operative record. I was an abdominal assault crime victim <(B)(6) and after suffering blood loss (B)(6) 1971, eventually having the good fortune of being discharged to my father's car (B)(6) 1971, eventually needed the services of an orthodontist, (B)(6), of (B)(6). Who fitted me with a mouthpiece to be warn to correct an overbite or malocclusion after several years of daily/nightly biting down upon mouthpiece. I was unable to breathe through my mouth or speak during times it was installed especially sleep possibly stunting upper body cardiovascular development.